Event description:
The customer reported via phone call that they had an insulin pump replaced one year prior for water damage. Customer reported the insulin pump was beeping and frequently powering off. The customer also reported they were constantly lethargic. Customer's blood glucose was been 250 mg/dl and 300 mg/dl. The customer's insulin pump will be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and stained end cap sticker.